Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that after the balloon was inflated for testing, it did not deflate.

Manufacturer narrative:
H6 investigation findings: 4247 - root cause undetermined. Investigation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated device was received for evaluation. A visual and functional inspection was carried out per our procedure. The reported condition was observed; the catheter balloon presented difficulty when attempted to remove water with a syringe. The affected component is produced by an external supplier; our assembly process consists solely of a collection and placement operation of this material therefore the exact root cause was unable to be determined. The supplier was notified and awareness training for this type of issue will be conducted. There is no further action required at this time. This complaint will be used for tracking and trending purposes.